Manufacturer narrative:
Investigation results: the complaint that needle withdrawal was not smooth was confirmed and the cause appeared to be manufacturing related. Two 24ga nexiva unit from lot: 3087425 were provided for investigation. One unit was received with the needle fully disengaged. Each needle was moved through the tip shield safety mechanism, which revealed resistance between the needle and washer. It was noted that the washer was not assembled correctly on one unit, which likely contributed to the observed resistance. Burrs were noted in both washers, which may have contributed to the resistance in the other needle. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva did not disengage smoothly. The following information was provided by the initial reporter, translated from chinese to english: unsmooth core return.